Event description:
On (B)(6) 2010, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.

Manufacturer narrative:
The doctor reported that an endopore abutment screw fractured. The doctor did not provide any patient information or details regarding patient outcome, nor did he provide a cause for the fracture. The doctor did state that the screw had been in use since (B)(6) 2007 and that the fracture was discovered during a routine patient visit. No product was returned for evaluation and because no product lot number was provided, a review of the manufacturing records could not be conducted. A portion of the screw remains in the patient's implant and will be removed in (B)(6) 2011. If the doctor returns the remaining portion of the screw for evaluation, a follow up report will be submitted.